Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the motor speed was unstable, the needle bearing was worn, and the control bar and unit were out of calibration. The motor and bearing were replaced and the control bar position and unit were calibrated to resolve the reported event. Device is used for treatment. A definitive root cause cannot be determined. It was noted the device has not been returned regularly for recommended annual pm the event cannot be confirmed.

Event description:
The problem is that the dermatome cannot start working immediately, driver pin has to be moved by finger. The event occurred outside of surgery and there was no patient involvement. Investigation found the motor speed was unstable. No adverse event was reported as a result of this malfunction.